Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During the procedure, after the device was deployed in the left atrium, the occluder deformed into a cobra-like shape. The deformed occluder was retrieved from the patient prior to release from the delivery cable. No contact occurred with intracardiac tissue during deployment. No bends or kinks were observed in the delivery sheath. The procedure was aborted on that day and another attempt was made on another date and completed without further issue. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.